Event description:
Operating room staff retrieved two 7x23 arthrex biocomposite interference screws from the omnicell and when doing so, employee checked the expiration dates and did not recall noting that the boxes were opened. In the room, both boxes opened and found that the screw package was missing. Normally there would be a biocomposite screw in a sterile package and an interference screw sheath in a second sterile package accompanied by the corresponding stickers and instructions. Both boxes had the screw sheath package with the stickers and instructions but were missing the biocomposite screw.